Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced ¿sticking¿ pains around the device that had increased in severity over the past several months. It was noted that the patient had lost 15 pounds over the past 18 months. The device was nearing elective replacement indicator (eri) so the physician chose to replace the device and suture the new device in place in the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.